Event description:
It was reported that during a low anterior resection procedure, after the rnfa closed the device to create the anastomosis; they felt no resistance when closing down but the device did close to the gap setting. They fired the device and when they observed the site, it did not fire staples and did not cut tissue. They removed the device and completed a second firing with an ecs25 device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.